Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The flex arm was functionally evaluated for rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm would not stay tightened. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.